Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jan-03 additional information was received. The pt confirmed that the controller for this event was the controller for the implanted neurostimulator (ins) on their left side. They confirmed that after the controller was replaced the issue resolved.

Event description:
It was reported that since last evening or yesterday the patient's (pt) controller has been acting up. Caller stated that when they unlock the controller it shows "no device found" rather than going to the normal therapy screen. Caller noted that the only way they could get connected to the implant and see the therapy screens was by recharging the implant. Caller noted the implant was at 30% when they began recharging it. Caller noted their other controller is connecting to the other implant just fine. Agent walked caller through resetting the controller battery. Caller confirmed the controller powered on. Caller then saw no device found. Controller suddenly stopped communicating to the ins wirelessly, unable to reset. Agent reviewed with caller the controller communication types. Caller stated their manufacturer representative (rep) is a 3 hour drive away from them and difficult to get ahold of. The issue was not resolved. An email was sent to the repair department to replace the controller. Caller mentioned that they lost both controll ers in a house fire in the past. On (B)(6) 2024 the patient called back. The reason for call was patient stated they have two implantable neurostimulators. Patient reported the controller is not connecting to the implantable neurostimulator (ins) without the recharging antenna plugged in on one implant. Patient stated they received a replacement controller on thursday and the new controller is working for one implant. Agent asked patient to connect with the controller and controller show ins 100%, controller 80% charged. Patient stated the controller is working now but the patient is worried because they are going on a long trip and wants to make sure controller is working. Patient service reviewed device function and recommend patient monitor the device and call patient service for assistance if necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.